Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between hd therapy on the fresenius 2008t machine and the patient event of coding with hospitalization. However, there is no documentation to show a causal relationship between the event and use of the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The patient has an extensive cardiac history and it is believed the cause of the code was related to the patient¿s implantable cardiac defibrillator which had led to an arrhythmia. The machine was evaluated, and no issues were found. Based on the available information and no report or allegation of a machine malfunction, the 2008t machine can be excluded as the cause of the patient adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an adverse reaction occurred during a patient¿s hemodialysis treatment on the fresenius 2008t machine. The patient coded and was taken to the emergency room (ER). Upon follow up, the clinic charge nurse stated that the patient¿s vital signs were stable and taken every 30 minutes (values not provided). At an unconfirmed time into the treatment the patient stated they were not feeling weak and patient was transported to the emergency room (ER) and admitted to the hospital. The patient remained hospitalized for approximately one week (dates not provided). The exact cause of the patient coding was not confirmed; however, the patient had an extensive cardiac history (unspecified) including a cardiac pacemaker and seven-lead defibrillator. It was suspected that the event was related to the defibrillator which lead to an arrythmia. The patient was discharged and resumed hd therapy at the clinic and is reportedly doing fine. The machine was taken ¿apart¿ for evaluation and no issues were found.